Manufacturer narrative:
Results: inherent risk of procedure (stent graft migration). Patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 4 years ago. Aneurysm and vessel morphology at the time of implant is unknown. Vessel morphology was reported as 34.9 mm suprarenal aorta diameter; 29.3 mm proximal infrarenal neck diameter; 30.8 mm distal infrarenal neck diameter; 15.5 infrarenal neck length; 78.7 mm aaa diameter; 26.7mm right graft limb diameter; 14.6 mm left graft limb diameter; 9.8 mm leia diameter; 9.2 reia diameter; 13.0 mm lcfa diameter; 13.8 mm rcfa diameter; bilateral hypogastric artery aneurysms; total length from lt renal to flow divider 85 mm; single left kidney. It was reported that the device has migrated with a type I endoleak. Two endurant cuffs were successfully implanted. No additional clinical sequelae were reported, and the patient is fine.